Event description:
The manufacturer received an allegation that the touch screen does not work. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Multiple good-faith efforts have been completed to obtain additional information on 6/27/2025, 9/23/2025, and 10/1/2025, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow-up/supplemental report will be completed. A risk assessment could not be conducted because the device was not returned and therefore, was not available for evaluation. Without device examination, functional testing, or review of internal logs, the root cause of the reported issue could not be determined. As a result, the potential risk associated with the reported event cannot be confirmed.